Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the vibration and the tone on the insulin pump seemed to be not as usual, when they performed several self tests. The customer reported that it did beep and vibrate but it was lesser to feel and hear unlike what it used to be. He observed that it started last weekend. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.